Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to device handling and reprocessing steps by the user was different from recommendation by olympus. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) warns on insufficient reprocessing as follows: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. IFU(reprocessing manual), chapter 4 reprocessing work flow for endoscopes and accessories states all the reprocessing steps. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of evis exera ii gastrointestinal videoscope, flexclean was the only chemical being used to manually clean the endoscopes. It was reported that an olympus field service engineer (fse) was told by the customer facility lead reprocessing tech that only flexclean chemical was used during cleaning of the scopes and requested information on where to find other high-level disinfectant for endoscope reprocessing or cleaning. The olympus fse did not observe cleaning brushes and leak tester on site and advise the customer to stop all procedures until the endoscopes are properly reprocessed. There was no patient involvement, no harm or user injury reported due to the event.